Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, the implantable cardioverter defibrillator exhibited far r-wave oversensing resulting in inappropriate ams episodes. Programming changes were discussed. No intervention was performed. Patient will continue to be monitored normally.

Event description:
New information received noted that the patient presented in clinic on (B)(6) 2018 and the recommended programming changes were made.